Manufacturer narrative:
B.5 has been updated as the damaged spacer was not left in the disc space. Upon visual inspection, it was observed that the securing rail of the cage, which allows for attachment on the inserter, had deformed. Device and complaint history records were reviewed for this lot, no relevant manufauring issues or similar complaints were identified. The avs navigator surgical technique states: "if difficulty is encountered, it most likely represents a mechanical block to the passage of the implant. Check for adequacy of the discectomy and be sure distraction is maintained. Then, reposition the implant as needed. When deemed medically necessary, for intraoperative rescue when the inserter is still attached to the implant, turn the locking knob clockwise to the ¿lock¿ position and use a slaphammer to remove". It was reported that the implant was securely fixed/locked onto the inserter prior to insertion. However additional details regarding impaction and disc space distraction were unknown. As this event occurred during impaction, it is possible that the device could have experienced off-axial insertion/ impaction force, causing the securing rail to deform. However, from available information, this cause cannot be established conclusively.

Event description:
It was reported that after the avs navigator peek cage was hammered approximately 4-5 into the intervertebral space, the back rail of the spacer was damaged. There were no adverse consequences to the patient. The procedure was completed successfully.

Event description:
It was reported that after the avs navigator peek cage was hammered approximately 4-5 into the intervertebral space, the back rail of the spacer was damaged. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by leaving the damaged spacer in place.